Event description:
Imdrf codes must be updated.

Manufacturer narrative:
Imdrf codes must be updated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim patient experienced a sharp drop in blood pressure with extended time to recovery. It was found that the IV tubing was cracked and leaking. The IV tubing hot not been smashed, touched, or disconnected in any way prior to this occurrence. The patient was lying still, sedated, and had not been moved or manipulated in any way prior to the subsequent crack, leak, and decline in pressure.